Manufacturer narrative:
Evaluation summary: it is unknown if the devices have been revised. The devices were not returned for evaluation, so their condition is unknown. Surgical notes from the primary arthroplasty indicate that there were no complications. Patient demographics and x-rays were not provided. It is unknown if the stem was implanted with the proper fit and orientation per the surgical technique. Mating instrumentation used during surgery is unknown. It is also unknown if the patient followed the proper rehabilitation protocols. Based on the information provided, it is not possible to determine a cause for this issue. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain.